Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device / perforation (fallopian tube(s))'), uterine perforation ('malposition of essure device/ perforation (uterus)') and pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 20227513) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation" on 17-may-2010. The patient's medical history included menorrhagia from 2009 to 2010, bleeding breakthrough, pap smear abnormal, fatigue extreme, unintentional weight loss, night sweats, hot flashes, urine incontinence, coughing, sneezing, pollakiuria, post coital bleeding, back pain, breast mass, spotting between menses, visual disturbances, menorrhagia, breast pain female, headache, dysfunctional uterine bleeding, loss of libido, dysmenorrhea, abdominal pain lower, chronic cervicitis, endometrial metaplasia, dysplasia and uterine necrosis. On 20-may-2010: type of test: other (please describe) - CT abdomen/pelvis results: malposition of essure device, perforation (fallopian tube), perforation (uterus). What did your healthcare provider tell you about your results? They told me that it was not placed right and that it was. Previously administered products included for depression: celexa; for an unreported indication: effexor. Concurrent conditions included adjustment disorder since 2002, anxiety since 2002, depression since 2002 and illness. Concomitant products included bupropion hydrochloride (wellbutrin) from 2002 to 2018, sertraline hydrochloride (zoloft)11-dec-2009 to 2016 and vitamins nos (multivitamins) from 2008 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in june 2010. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the pelvic pain had resolved. The reporter considered fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy in date(s) of removal: 29-may-2010 in current pfs. Right fallopian tube: 4 trailing coils, left fallopian tube: I trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 20-may-2010: malposition of essure device, perforation (fallopian tube), perforation (uterus).. Pregnancy test - on 17-may-2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, medical device monitoring error, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device / perforation (fallopian tube(s))"), uterine perforation ("malposition of essure device/ perforation (uterus)") and pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. 20227513) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation" on 17-may-2010. The patient's medical history included bleeding breakthrough, pap smear abnormal, fatigue extreme, unintentional weight loss, night sweats, hot flashes, urine incontinence, coughing, sneezing, pollakiuria, post coital bleeding, back pain, breast mass, spotting between menses, visual disturbances, menorrhagia, breast pain female, headache, dysfunctional uterine bleeding, loss of libido, dysmenorrhea, abdominal pain lower, chronic cervicitis, endometrial metaplasia, dysplasia, uterine necrosis and menorrhagia from 2009 to 2010. On 20-may-2010: type of test: other (please describe) - CT abdomen/pelvis results: malposition of essure device, perforation (fallopian tube), perforation (uterus). What did your healthcare provider tell you about your results? They told me that it was not placed right and that it was. Previously administered products included for depression: celexa; for an unreported indication: effexor. Concurrent conditions included illness, adjustment disorder since 2002, anxiety since 2002 and depression since 2002. Concomitant products included bupropion hydrochloride (wellbutrin) from 2002 to 2018, sertraline hydrochloride (zoloft)11-dec-2009 to 2016 and vitamins nos (multivitamins) from 2008 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in june 2010. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the pelvic pain had resolved. The reporter considered fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy in date(s) of removal: 29-may-2010 in current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 20-may-2010: malposition of essure device, perforation (fallopian tube), perforation (uterus).. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received : demographic details were updated. Aka name added. Suspect drug implant date updated from: ??-jun-2010 to 17-may-2010. Following events were added: ablation, perforation (fallopian tube(s)), perforation (uterus) and malposition of essure device. Event onset date were added and updated. Event severity and outcome added for: pain. Medical history added. Concomitant medications were added. Patient note details added. Essure lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.